Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead appears to be breaking due to noise causing oversensing and bradycardia. Also, "two charges but shock aborted". Additionally, thresholds have increased and a there was a spike in impedance. Furthermore, pacing was inhibited by noise. The lead is planned to be explanted and replaced but remains in use. No patient complications have been reported as a result of this event.